Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an on-site update indicated that a family meeting was in progress. The patient continued to experience episodes of ventricular tachycardia. The physician stated that he would inform the family that the patient is unlikely to be a candidate for durable ventricular assist device (vad) therapy.